Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was learned that the edwards' bioprosthesis was explanted after an implant duration of approximately 102 months. Despite multiple follow-up attempts, the healthcare provider has not provided any additional information regarding this event.

Manufacturer narrative:
Additional manufacturer narrative: through follow-up with the health-care provider, it was learned that the patient presented with aortic valve stenosis caused by calcification. According the operative report, the explanted prosthetic valve was heavily calcified. The valve was replaced with another edwards bioprosthetic valve. The health-care provider has also indicated the calcification was patient related. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification.

Manufacturer narrative:
(B)(4) = device not returned. Additional manufacturer narrative: the device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. Despite multiple follow-ups with the healthcare provider, no additional information was provided such as reason for explant, operative report, device status...etc; therefore, no further investigation can be performed into the root cause of this event.